Manufacturer narrative:
(B)(4). The customer did not provide patient demographics such as age, date of birth, gender, and weight. Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported circuit occlusion alarms while using the avea ventilator. The customer reported the suspect device stopped ventilating and a continuous audible alarm was present. The issue occurred during patient use. The customer reported the patient was placed on another unit and no report of patient harm reported. The customer reported running inspiratory/expiratory transducer calibrations, but the issue was not resolved.

Manufacturer narrative:
It was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr replaced the gas delivered engine (gde) changed the model number, upgraded the software, and performed calibrations.